Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] will not power on. Prior to calling, customer hard power cycled erbe, changed outlets, tried new power cable with no resolve. Caller reported the issue happened on (B)(6) as well. Separate sr to be created. Customer is currently using the forcetriad setup for cases. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the issue about not powering on. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to not power on. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.